Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the 2.2mm drill drilled through the kwire, leaving metal fragments in the wound and a section of k wire which was removed with pliers.